Event description:
Very little case information is known at this time and no device(s) have been returned for post market analysis. During a vascular intervention case it was noted on fluoroscopy the distal marker band of the 1.7 te laser ablation catheter became detached from the distal tip of the catheter. Upon removal of the device, it was confirmed the marker band remained in the patient. It is unknown what the specific intervention was to remove the marker band or if it indeed remains in the patient. Further investigation continues and an update will be forthcoming.